Manufacturer narrative:
(B)(4). Sticking jaw/cam. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the root cause of this issue. No unusual noise was noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was making an unusual sound upon deployment of the firing sequence. The clips were formed properly. A second device was opened and was making the same noise and the clips were slightly scissored, but left the clips in place. There was no adverse consequence to the patient.